Event description:
It was observed during the device evaluation, the flex video scope exhibited the cable support lifted. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to deformation problem, component failure. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.